Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs 1225714-2014-01216, 1225714-2014-01217, 1225714-2014-01218 and 1225714-2014-01219.